Event description:
The reporter contacted animas on 1/23/2015 alleging the display was dim/faded/discolored. There was no alleged adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.